Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. During troubleshooting with tandem technical support the touchscreen began functioning as intended again. Customer reloaded the cartridge onto the pump and resumed insulin delivery. There was no impact to customer's blood glucose level.